Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was producing an all-blue image when the processor connection cable was touched a certain way. There were no reports of patient harm.